Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned catheter noted contrast visible in the inflation lumen and the loosely-folded balloon, suggesting that the catheter was prepared for use and pressurized during the procedure, as reported. A new indeflator was used in an attempt to pressurize the catheter, but the balloon would not inflate due to the contrast noted. Therefore, the catheter was left pressurized overnight to dissolve the contrast and the analysis confirmed that there was a pinhole rupture in the balloon located 1.5 mm distal to the proximal marker. There was also a scratch evident on the outer surface of the balloon adjacent to the rupture balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized multiple times without incident, this suggests that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. Although no patient anatomical information was provided, the balloon likely interacted with other devices and/or the previously implanted stent such that upon a fourth inflation attempt, the balloon ruptured. The analysis also noted a bend in the bayonet portions of hypotube, 12.3 cm proximal to the guide wire exit notch. However, this damage was not originally reported in the case description and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that after deploying a non-abbott stent in a mid left anterior descending lesion, the voyager nc 2.75 x 12 mm was used for post-dilatation. However, it ruptured at 6 atmospheres during the fourth inflation. No adverse patient effects were reported. No additional information was provided.